Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose. Customer¿s blood glucose was 500 mg/dl. The customer was in the hospital and they gave me 2 insulin pumps already and this one is not working. Customer went to set it and it was good and got to point of putting in insulin coverage, 7.5u and then it said it did not deliver the main amount. Customer unable to complete troubleshoot. Customer advise she is in the hospital for heart failure and not for diabetes. Customer unsure of blood glucose at time of incident but advise it was over 500 mg/dl and gave correction bolus through insulin pump and declined to troubleshoot for the blood glucose. Customer reported that screen wouldn't work so had her change battery and then she got battery out limit but while trying to set time she said hold on the doctor walked in and then the line went dead. The insulin pump will not be returned for analysis.